Event description:
New information received notes that programming changes were made. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing was observed. The patient did not received therapy during the oversensing. Programming changes were suggested and will be performed when the patient presents in the next clinic visit. The patient was stable.